Event description:
During a coronary stenting treatment procedure in the rca, crossing difficulties were encountered. The physician was attempting to direct stent a 90% lesion in the proximal rca but he was unable to cross the lesion. He then pre-dilated with a maverick balloon. A dissection was then noted, distal to the lesion, which the physician indicated was due to the choice pt guidewire. He treated the dissection in the proximal rca with an express2 3.0mmx12mm stent. The patient was symptomatic when the rca temporarily closed off due to the dissection. They were treated with ntg and morphine sulfate. He then attempted to use another express2 stent to overlap the previously placed stent and to stent the initial lesion. The physician indicated that the characteristics of the guide catheter had changed; that it was no longer co-axial with the ostium of the rca, therefore, he was not able to advance the stent delivery system. When he attempted to pull the system back into the guide, the stent caught on the tip of the guide catheter and came off the unexpanded balloon. The entire system was removed, however, the undeployed stent was located by fluoroscopy in the proximal rca. The patient was asymptomatic when the stent dislodged. After locating the stent in the proximal rca, the physician attempted to pass a maverick balloon through the undeployed stent, inflate it to 5 atms and retrieve the stent, but this was unsuccessful. The patient was taken for triple coronary artery bypass surgery the next day, as they were hemodynamically stable. The physician indicates the patient is doing well postoperatively. The physician indicated that the stent was "shaved off" the delivery device when he attempted to retract it into the guide catheter. Same case as manufacturer's #: 6000130-2002-00047.